Event description:
It was reported that the right ventricular (rv) lead impedance trend was elevated. Initially just one of the rv lead coils had high impedance, but during the lead modification procedure when the lead pin was removed from the device header and tested then both of the rv lead coils had high impedance. It was later reported that the lead was apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for t(B)(4) no anomalies found. Full lead returned and analyzed. Additional findings of defib conductor distorted, distal conductor blood/body fluid (not obstructed), defib conductor fracture (overstress), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, outer insulation cosmetic depression, blood in/on helix mechanism and apparent explant damage. The analyst commented that the helix would not extend due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.

Event description:
It was reported that the right ventricular (rv) lead impedance trend was elevated. Initially just one of the rv lead coils had high impedance, but during the lead modification procedure when the lead pin was removed from the device header and tested then both of the rv lead coils had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.